Event description:
Attorney reported: pt sustained injury and damages associated with his use of defective product. Bard composix mesh & composix kugel patches. Specifically, as a result of having the bard composix mesh and composix kugel patches implanted in pt, pt suffered disabling pain and required surgical intervention.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time. Information related to the recalled composix kugel mesh will be reported (B) (4).